Manufacturer narrative:
Evaluation summary: there were numerous kinks along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the distal stent wraps with raised and misaligned struts. A protective sheath with dimensions similar to that used during the manufacture of this batch could not be placed back over the returned stent due to the raised stent struts. A stylette was unable to pass the deformed stent segments indicating the inner lumen was kinked at that point. A 0.015 inch mandrel was advanced distally and failed to pass the kink site underneath the balloon on the inner lumen there was slight damage to the distal tip. (B)(4).

Event description:
The physician was attempting to treat a lesion in the circumflex artery using a resolute onyx drug eluting stent. The lesion exhibited 85% stenosis, moderate calcification and moderate tortuosity. Lesion length 30 mm. The lesion was pre-dilated . The device was inspected prior to use with no issues noted. The device did not pass through previously deployed stent. Resistance was encountered during advancement however no excess force was used. It was reported that stent deformation in vivo during positioning/ advancement occurred. Physician believes that the event was due to use of device in difficult lesion morphology/anatomy i.e. The event is procedural related and not device related. There was no injury to patient or clinical sequelae. Physician used a different size resolute onyx stent to complete procedure. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.